Event description:
It was reported that the oxygenator has exhibited leaking out of the gas exhaust port. It was stated there was no measurable decrease in oxygenator performance. On (B)(6) 2015 the product was primed and deployed for support. At the time the product was primed, there was no observable leaking from the gas port(s) of the oxygenator. The leaking was observed shortly after support was initiated (hours later). It was also reported there was no appreciable effect to the pt secondary to the leakage. It was stated the output was about 10 ml/hr when originally spotted and that the dripping slowed significantly afterwards. The product was not replaced. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution or blood was able to flow inside the gap between the bas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The MFR initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs (fsca # 2014-12-11). The investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the mfg process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material MFR has initiated steps to repeat the surface rpe-treatment to ensure that the proper surface tension is present on the entire length of the fibers.